Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2023, around 3-4pm, they were unable to obtain a blood glucose reading due to the alleged issue. The patient stated that they manage their diabetes with 6 units of insulin 4 times a day and skipped their usual dose of insulin in response to the reported issue. The patient reported feeling ¿shaky¿ around the time of the alleged issue and when they were able to successfully test on the subject meter, they received a reading of ¿525 mg/dl¿. The patient claimed they drank cold water and lay down until they felt better. At the time of troubleshooting, the cca walked the patient through a retest and a reading was successfully obtained. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.